Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s21 ultra 5g / 2.4.1 / android 16.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 7/14/2026. The elevated bg was addressed by a correction bolus via the pump. Customer changed infusion set and cartridge and resumed insulin to resolve the occlusions. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer understood and acknowledged.